Event description:
Allegedly, during a laparoscopic lysis of intra-abdominal adhesions procedure, smoke was noted to be coming from the light source unit. Procedure was immediately terminated. Once fire was controlled and pt was stabilized, pt was moved to a different operating room with other equipment. Procedure was completed with no pt impact. Pt was taken to recovery in stable condition.

Manufacturer narrative:
The light source unit was manufactured in july 2002. It has never been returned to karl storz for repair evaluation or service maintenance. The hospital risk manager confirmed that after this failure, the light source was repaired by a third party facility.